Event description:
Pt's daughter reports they were mixing the cassette and after clamping, they were unable to see if air bubbles came out of the cassette. It was not like before with mixing, she manually forced air to go out but was not totally sure if no more air in cassette. No missed doses reported. No additional information or details available. Pt's current remodulin dose is 18 ng/kg/min.